Event description:
The device was returned due to pneumatic valve leak failure (valve 5). The device had a double red pump alarm at start up. The device failed hardware test. Investigation found pneumatic valve leak failure (valve 5) was caused by the pressure sensor pcba. Removed and replaced valve and pressure manifold that includes the pressure sensor pcba and pneumatic valve assembly to ensure the error does not re occur. Performed recharge and hardware test and unit passed. No other damage found.

Event description:
The following has been reported: biomed reported: "pump problem error." Injury/adverse reaction: no. Infusion stoppage: no. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 5). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.